Event description:
The customer reported that while monitoring patients on a xhibit central station, several telemetry channels suddenly went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer reported that before any troubleshooting could be completed by their biomed, the issue resolved on its own. All missing patients returned, and no further issues were observed. Cause of failure was not determined.